Manufacturer narrative:
This is one of eleven manufacturer reports being submitted for this case.  Please reference related manufacturer report nos: 2015691-2018-00903, 2015691-2018-00969, 2015691-2018-00970, 2015691-2018-00972, 2015691-2018-00974, 2015691-2018-00975, 2015691-2018-00978, 2015691-2018-00985, 2015691-2018-00986, and 2015691-2018-00987. Citation: huchet, françois, et al. "Could anticoagulation avoid bioprosthesis subclinical thrombosis in patients undergoing transcatheter aortic valve replacement?." Archives of cardiovascular diseases (2017). Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. In this case, there is no information to suggest a manufacturing non conformances contributed to the event.  With the limited information provided, the cause of the regurgitation is unknown but may have been related to the mechanisms described above.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported in the article, ¿could anticoagulation avoid bioprosthesis subclinical thrombosis in patients undergoing transcatheter aortic valve replacement?¿ four patients experienced moderate-to-severe regurgitation at some point between the tf sapien 3 tavr procedure and 1-2 months post procedure.